Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument tip is completely out of the shaft. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm tip-up fenestrated grasper instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken main tube approximately .1550 from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage.